Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's family member reported the patient's implantable pulse generator (ipg) had migrated. A follow up with the patient's healthcare provider yielded that the device had minimal migration due to weight loss by the patient. The physician did not feel any intervention was necessary for the migration. The device remains in use. No patient complications have been reported as a result of this event.